Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not fracture but was damaged and is therefore not reportable.

Event description:
Upon receipt of additional information it has been determined that this device did not fracture but was damaged and is therefore not reportable.

Event description:
It was reported that screwdrivers break after one or two uses. Tip is no longer square but round. Impossible to use this way. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.